Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The reason for the call was to report that about a week ago they noticed a return of symptoms, they said that their bowels had started to loosen up and said they had to go in their pants again, said that they weren't getting the urge anymore. When asked, they had no changes to diet or medications or supplements. Patient said that the last time they made an adjustment was about 3-4 months ago, or longer when they last called manufacturer. Therapy information was reviewed, general programming guidance, and how the higher setting would start to affect ins longevity. Patient said had been on the same group since they received the implant and was at 3.9. Patient wasn't sure about switching programs. Patient connected to implant and said that the setting increased itself and was now 4.0. Patient said they would maintain stimulation level and would continue to track symptoms. Patient was redirected to consult with managing physician for additional programming direction.